Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge popped out when the pump was removed from the t:case. Customer snapped cartridge back in place and insulin delivery was resumed. Customer's blood glucose was 136 mg/dl.